Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radio frequency programmer head had difficulty interrogating devices, it was found to be out of specification electrically and the head's cable was replaced. The head then passed functional and systems tests and no other anomalies were found. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090 software analyzer; (B)(4).

Event description:
It was reported that the programmer had extreme difficulty interrogating devices. The programmer had to be repeatedly turned off and on and the programmer head repositioned. Finally, one device was unable to be interrogated. The programmer and the programmer head have been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had extreme difficulty interrogating devices and had to be repeatedly turned off and on and the programmer head repositioned. Finally, one device was unable to be interrogated. The programmer and the programmer head have been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.